Event description:
Pt then mentioned they put in a boston scientific scs which did not help at all they removed the leads but not the battery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).